Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on june 30, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that centrella frame power cord had damage with exposed copper wires. The bed was located at the account and occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Event description:
Baxter received a report stating that centrella frame power cord had damage with exposed copper wires. The bed was located at the account and occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The centrella smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The centrella smart+ bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. Upon follow up with bater field service technician, it was confirmed that the affected part was the communication cable not the power cord. Reports of damaged or frayed low voltage components that are not directly connected to the main power supply and are unlikely to cause or contribute to death or serious injury. Dc voltage is low and exposure will only result in a mild electric shock. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue. Therefore, based on the previous information, baxter does not consider this event reportable to the FDA.